Event description:
On (B)(6) 2011, pt reported experiencing a lot of leaks with the infusion sets. Pt stated he is getting the leak from the connector during a bolus. Pt reported the infusion set is not leaking during the basal rate. Pt stated he noticed the leak because it wets his shirt. Pt reported he hears an audible click when attaching the infusion tubing and the connector does not seem loose. Pt stated the connector and infusion headset are not visibly broken. Pt reported 2 out of the 4 he used have leaked. On follow up call on (B)(6) 2011, pt reported he has used one infusion set from the new box and it has not leaked even during a bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.